Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hypoglycemia. The customer's blood glucose level was 44 mg/dl. The customer also reported that he received stuck button alarm. He was assisted in troubleshooting and it was reported that he was able to clear the alarm and the buttons were responding. The device will return for the analysis.